Manufacturer narrative:
There is no indication of a malfunction of the system or the coil used that could have contributed to the incident. Despite several requests the patient was not willing to cooperate to provide more details surrounding the event or the severity. Therefore no definitive cause for the alleged burn can be provided, however, based on the reported location of the hand a skin-to-skin contact burn seems likely.

Event description:
Philips received a report that a female patient suffered a burn of unknown severity to her hand during an mr examination of the lumbar spine.